Event description:
It was reported that the patient had pain in the left leg due to lead migration. It was noted that this resolved.

Manufacturer narrative:
Product ID 30932836, serial# (B)(4), implanted: (B)(6) 2003, product type lead. Product ID 30951036, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).